Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. A specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file captured events on 15oct2025 and on 16oct2025. Transient low flow alarms were active on (B)(6) 2025. No other notable events or alarms were captured. The pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including sepsis, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system,¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Section 4 also notes that changes in patient conditions can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the sepsis was not confirmed, and the cause of the ventricular fibrillation (vf) was unlikely to be due to sepsis. The patient had history of vf prior to implant and left ventricular assist device (lvad) or lvad therapy did not cause, contribute to, or worsen the patient's arrhythmia. The patient was discharged on (B)(6) 2025 with no further implantable cardioverter defibrillator (ICD) shocks.

Event description:
It was reported that the patient had multiple low flow and pulsatility index (pi) events. Log files were submitted for review and captured low flow alarm events on (B)(6) 2025 when pi was elevated. The patient developed ventricular fibrillation storm, reverted with shocks. The site was concerned about sepsis as a trigger. The blood pressure and flow were stable and intravenous amio was started.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.